Event description:
The screwdriver reference 03.333.300 of the cchs 2.0 technique does not anchor in the head of the screw reference 04.333.030ts with lot number 215913 at the time of surgery. We do not know if it is a problem with the screw or the screwdriver. Customer reference/po/service: (B)(6), was surgery. Delayed due to the reported event? Yes, if yes, number of minutes: 60. Action taken when event occurred? Cambio de técnica quirúrgica. Was procedure successfully completed? No. Were fragments generated? No. If yes, were they removed easily without additional intervention? Unknown. If no, explain: no había más unidades de la referencia del tornillo requerida. Patient status/ outcome / consequences. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study?: no. Ip-01469889 device property of: other. Device in possession of: (B)(6). By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True. This complaint involves one (1) device.